Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced over delivery anomaly and hypoglycemia. The customer reported hypoglycemia was treated with ems/ambulance/ER visit, glucose/carb intake. The event involved product(s) mmt-1781k. Troubleshooting was performed. Customer was using the insulin pump within 48 hours of reported event. No further patient complications were reported. Mmt-1781k was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported waking up at night and having the low blood glucose value. The emergency doctor injected the customer with glucose and took the customer to the emergency room at 6am. Customer alleged over delivery since he had adjusted the basal rate to 1u/h for the night a few days before but then suddenly there were 2u/h and he could not remember having entered this. Customer changes his sure t set every four to five days. Helpline advised to change it every day or every other day. Auto mode was not used.